Event description:
It was reported that the patient received inappropriate shock. It was suspected the lead dislodged during an atrial flutter episode, resulting in oversensing of the atrial signal on the ventricular channel. X-ray confirmed dislodgement. The lead was explanted and replaced. The patient condition was stable after event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.